Event description:
The reporter indicated the surgeon implanted a 13.7mm (B)(4) implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The reporter indicated an anterior subcapsular opacity was observed on (B)(6) 2013 and the patient complained of blurry vision. The icl remains implanted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens implanted. (B)(4).

Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - clinical studies have shown that anterior subcapsular cataract occurs in 1.3% of patients where an icl has been implanted, following the recommendations for use. This usually occurs within the 1st 6 months post-op. The most probable cause has been determined to be crystalline lens touch during surgery which could have been either from the instruments used or the icl itself. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).